Event description:
It was reported the pt was experiencing pressure that radiated from her lead implant to the front of her chest. Reprogramming was unable to resolve the issue. The pt's entire scs sys was removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.